Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3389-40, lot# 0204290963, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that it is unknown what symptoms the patient experienced related to the event. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot# 0204290963, product type: lead. Coding applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that after implant the patient's electrode fractured. As a result a new electrode was placed to complete the operation. It is unknown what troubleshooting was performed related to the event, or what the cause of the event was. No patient symptoms were alleged and no further complications are anticipated.